Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 4.00 x 16mm synergy xd drug-eluting stent was used; however, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported.